Event description:
It was reported the patient experienced a shocking or jolting sensation after exposure to a theft detector or security gate at lowe's and sam's club. The stimulator was on during the exposure both times. The patient was also shocked during a CT scan. The patient had previously been through the store security gates and scanned by the same CT scanner many times before with no adverse effects. It was also reported the patient was not able to adjust the stimulation. Troubleshooting was performed. The status lights were assessed; the batteries were checked and found acceptable; the patient programmer was working. The patient was redirected to contact the physician. Additional information has been requested from the hcp, but was not available as of the date of this report.